Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3004485144-2016-00388, 3004485144-2016-00391, 3004485144-2016-00393, and 3004485144-2016-00394.

Event description:
It was reported that during a revision surgery, it was noted there were closure tops which had loosened in the cervical spine region. However, these closure tops were not revised and remain implanted. Additionally, rods were found broken in the lumbar region, where a pedicle subtraction osteotomy had been previously performed, and the related closure tops had loosened. This is report five of six for this event.